Event description:
It was reported that upon attempting to initiate pumping, the 50cc iab would not fully unwrap at the distal tip. As a result, the iab was removed and a 2nd 50cc iab was inserted at the same insertion site. However, after insertion of the 2nd iab it also did not fully unwrap at the distal tip. As a result, the 2nd iab was removed and a 3rd 40cc iab was inserted at the same insertion site. The 3rd iab also did not fully unwrap at the distal end however the physician was able to manually inflate the iab and then was able to visualize the fully inflated iab under fluoroscopy. No patient harm or injury. The patient status is reported as "critical" prior to and after the events. See associated mdrs #3010532612-2023-00486 and 3010532612-2023-00488.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that upon attempting to initiate pumping, the 50cc iab would not fully unwrap at the distal tip. As a result, the iab was removed and a 2nd 50cc iab was inserted at the same insertion site. However, after insertion of the 2nd iab it also did not fully unwrap at the distal tip. As a result, the 2nd iab was removed and a 3rd 40cc iab was inserted at the same insertion site. The 3rd iab also did not fully unwrap at the distal end however the physician was able to manually inflate the iab and then was able to visualize the fully inflated iab under fluoroscopy. No patient harm or injury. The patient status is reported as "critical" prior to and after the events. See associated mdrs #3010532612-2023-00486 and 3010532612-2023-00488.

Manufacturer narrative:
(B)(4). Medwatch report #mw5145038. Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted on the iabc; blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The iabc bladder was partially withdrawn through the sheath. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. No visual fos fiber breaks were noted. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "0174". The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp without difficulty. The pump displayed "fos sensor connected, connect cal key to zero" and displayed fos status "ck" (cal key) , indicating that the cal key was not recognized by the iabp. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fos cal key was visually inspected again, and no damage or abnormalities were noted. No fiber breaks were noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. Upon receipt, the teflon sheath was noted on a section of the bladder membrane; however, there is no evidence that the user attempted to remove the iabc/bladder through the sheath. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate. Upon removal of the teflon sheath, no visual damage or abnormalities were noted to the bladder. The iabc was leak tested and an external leak was immediately noted and located around the bifurcate bushing bond. Upon further inspection , the leak occurred from the adhesive bond at the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood exited the central lumen with the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab would not fully unwrap at the distal tip" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. An external leak can cause incomplete inflation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).